Manufacturer narrative:
Device UDI number unavailable. No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the screw part of the radiolucent open spine clamp was broken. This was observed during an inspection. There was no patient present.

Manufacturer narrative:
The clamp was returned for analysis and it was found that the returned clamp is intact and fully functional. There was no fault found with the returned part. If information is provided in the future, a supplemental report will be issued.